Event description:
It was reported that the catheter cracked just below the bifurcation. Heavy bleeding occurred and the catheter was removed. The catheter was discarded. The catheter had been in use for approximately 7 months.